Manufacturer narrative:
Event date: (B)(6) 2018, date of this report: 08/27/2018. The philip's field service engineer (fse) was unable to duplicate the reported problem, but verified the error in the diagnostic log. The field service engineer (fse) replaced the gas delivery system (gds) to address the reported problem.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was not in use on patient. The event date was not specified; estimate used.